Event description:
It has been reported "the patient has a loose tibial component and a osteosarcoma cortical defect".

Manufacturer narrative:
D1, g4 the reported device is similar to a device approved for compassionate use in the united states. Reported event: an event regarding loosening involving a mets, proximal tibial replacement, tibial component was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement which was inserted in 1998 and the tibial component was revised in 2011. The surgeon reported loosening of the tibial stem. The x-rays provided show that massive radiolucency, bone resorption and bone remodelling have taken place along the tibial stem. The cement mantle was fragmented and the tibial stem was tilted posteriorly. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported "the patient has a loose tibial component and a osteosarcoma cortical defect".

Event description:
It has been reported "the patient has a loose tibial component and a osteosarcoma cortical defect".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.